Event description:
It was reported that, on (B)(6) 2020, the sorbafix enhanced 30 count misfired during an inguinal hernia repair procedure. It was reported that the surgeon fired into soft tissue with adequate counter pressure and the device intermittently fixated into the mesh/tissue and then "seemed to" jam and would not deploy any additional fasteners. There were no loose, proud, or broken fasteners left in vivo. There was no reported patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced fasteners did not fixate adequately and there was no reported patient injury. The subject device was returned for evaluation. During simulated testing, resistance was felt and the device was jammed, with no fastener deployed. Upon manipulation of the trigger, the device became free and the fastener was deployed; this was the last remaining fastener. Evaluation of the sample confirms the reported event. The subject product is found to have been returned with the tack setback out of spec and internal gears out of sync along with material deformation on the input clutch gear, which are not indicative of the as manufactured condition. No manufacturing anomalies were found and review of manufacturing records indicate product was manufactured to specification. Based on the investigation and sample evaluation performed, the root cause is most reasonably be determined to be related to force applied during user / device interface while firing in the inguinal space resulting in the out sync components found and deformation if the gear. This likely led to the deployment issues reported and found. The instructions-for-use (IFU) included with the device recommends the following: "place the tip of the sorbafix absorbable fixation system at the desired location perpendicular (90 degree angle) to the mesh or tissue and apply adequate pressure. Different types of mesh may require different amounts of counter-pressure. Adjust angle and counter-pressure appropriately. Compress hand-piece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, use a grasper to fully seat the fastener by turning the grasper clockwise. If the fastener still does not fully seat, use a grasper to remove the fastener by turning the grasper counter clockwise and place another fastener in the same area. Avoid excessive trigger force as this may damage the device. If the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." Addendum: h11: this is an addendum to the initial emdr. This supplemental emdr was submitted to report the date of implant which was omitted in the initial emdr.

Manufacturer narrative:
As reported, the sorbafix enhanced fasteners did not fixate adequately and there was no reported patient injury. The subject device was returned for evaluation. During simulated testing, resistance was felt and the device was jammed, with no fastener deployed. Upon manipulation of the trigger, the device became free and the fastener was deployed; this was the last remaining fastener. Evaluation of the sample confirms the reported event. The subject product is found to have been returned with the tack setback out of spec and internal gears out of sync along with material deformation on the input clutch gear, which are not indicative of the as manufactured condition. No manufacturing anomalies were found and review of manufacturing records indicate product was manufactured to specification. Based on the investigation and sample evaluation performed, the root cause is most reasonably be determined to be related to force applied during user / device interface while firing in the inguinal space resulting in the out sync components found and deformation if the gear. This likely led to the deployment issues reported and found. The instructions-for-use (IFU) included with the device recommends the following: "place the tip of the sorbafix absorbable fixation system at the desired location perpendicular (90 degree angle) to the mesh or tissue and apply adequate pressure. Different types of mesh may require different amounts of counter-pressure. Adjust angle and counter-pressure appropriately. Compress hand-piece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, use a grasper to fully seat the fastener by turning the grasper clockwise. If the fastener still does not fully seat, use a grasper to remove the fastener by turning the grasper counter clockwise and place another fastener in the same area. Avoid excessive trigger force as this may damage the device. If the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient."

Event description:
It was reported that, on (B)(6) 2020, the sorbafix enhanced 30 count misfired during an inguinal hernia repair procedure. It was reported that the surgeon fired into soft tissue with adequate counter pressure and the device intermittently fixated into the mesh/tissue and then "seemed to" jam and would not deploy any additional fasteners. There were no loose, proud, or broken fasteners left in vivo. There was no reported patient injury.